Manufacturer narrative:
A review of the device history record for strattice lot sp100074 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 30/may/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional¿ hernia surgery and was implanted with strattice device on (B)(6) 2013. The patient underwent a ¿mesh revision surgery and irrigation and wound vac¿ on (B)(6) 2014. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following conditions. ¿at the end of the client¿s healing process from [their] hernia, [the surgeons] went to pull out the staple and puss started coming out and [they were] admitted to the hospital right then. [The surgeons] replaced the strattice mesh that collapsed and was infected. [The surgeons] found multiple hernia defects of midline and mesh incorporated in some areas but pulled away from the fascia in numerous at which there were defects. The doctors had to go in and get the infection out. [The patient] had to stay in the hospital for 3-4 months and still experienced pain after [they were] released.¿ the form lists the conditions that were treated were ¿irrigation, wound vac, and revision of infected mesh¿ on or about (B)(6) 2014. The form indicates that the patient has a history of a ¿gsw that resulted in several recurrent hernias.¿ .as reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
This is follow up#2 to report on (B)(6)2024 correcting that patient underwent an ¿incisional¿ hernia surgery and was implanted with strattice device on an unknown date.

Manufacturer narrative:
Corrected data: d6a.